Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier (bio ID) scanner was not working properly; the user had trouble logging into the pyxis. A field service engineer (fse) reported no issues since the initial visit. The cable was reseated by the fse, and the technical support specialist confirmed with the customer that the bio ID was working fine. The case was closed. The system functioned as intended after the field service engineer and the technical support specialist repaired and investigated the issues of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es bio ID scanner was not working. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.